Manufacturer narrative:
(B)(6). Event date of breakage is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record review was performed for the subject device lot number l229952. Manufacturing location: (B)(4). Date of manufacture: 13 december 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No material was received for investigation which makes a determination impossible. The received x-rays/pictures show that the implant is broken inside the body; the complaint therefore has been determined to be confirmed. The available x-rays/pictures do not allow any determination of the breakage root cause of the implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the locking screw broke post-operatively. This was detected as the patient was at the hospital for a follow-up, for a second time (after two months). Currently, they observe the situation and will follow up after one month. The implants were implanted on (B)(6) 2017. The patient only feels uncomfortable when bending the knee. The surgeon decided to have the bone healed for three months. If the bone misaligned, a revision surgery will be performed. Concomitant reported parts: 1x expert tibial nail (part 04.004.543 lot unknown); 2x screws (part and lot unknown). This is report 1 of 1 for (B)(4).